Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested, but was not received

Event description:
It was reported that d51/2 was infusing at a rate of 125 ml/hr. , however; the 1 liter bag was completely empty in 1 hr.. The customer stated there was no harm to the patient.

Manufacturer narrative:
Additional information added to: the customer¿s report of over infusion was not confirmed. No testing could be performed since no device were returned by the customer. Log review only. Log analysis results: the customer did not provide and event date but reported the event to bd on (B)(6) 2019. Review of the pcu event log showed the most recent power on was (B)(6) 2019 at 3:57 am. At 3:57 am, the suspect device was selected and programmed a primary infusion of IV maintenance fluids (drugid 1) at a rate of 125 ml/hr (vtbi=200 ml). At 5:21 am, the suspect device alarmed for patient side occlusion for three minutes before being selected and changed the vtbi to 30 ml. At 5:38 am, the infusion completed and the device was paused five minutes later. At 5:48 am, the suspect device and pcu were channeled off. Total volume infused= 204.47 ml the root cause could not be identified.

Event description:
It was reported that d51/2 was infusing at a rate of 125 ml/hr. However the 1 liter bag was completely empty in 1 hr.. The customer stated there was no related harm to the patient.